Event description:
On (B)(6) 2012, the patient's father contacted lifescan (lfs) on behalf of the lay user/patient alleging that the casing on his daughter's onetouch ping meter and the displace screen were cracked and/or broken. This complaint was based on additional information obtained by the medical surveillance specialist (mss) on (B)(6) 2012. The patient's mother confirmed that the alleged cracks/breaks occurred when their dog chewed the subject meter on an unspecified day during the second week of (B)(6) 2011 at 8 p.m. The patient's mother told the mss that her daughter's diabetes is managed with insulin pump therapy (novolog basal rate "unable to recall exact dose" and boluses based on blood glucose results). The patient's mother told the mss that they continued her daughter's normal diabetes management despite the alleged issue occurring. The patient's mother claimed that her daughter "most likely develop symptoms of high blood sugar like: excessive urination, drinking lots of water, and lethargy" a couple of hours after the alleged issue started as a result of not being able to test and administer the correct amount of insulin. The patient's mother told the mss that they were unable to see the blood glucose results on the subject meter due to the reported bite mark on the display screen. The patient's mother stated that she would have administered her daughter insulin when the symptoms did onset, however, she could not recall how much she administered, or if she did at all. The patient's mother said that after the alleged issue occurred she purchased a backup meter (unknown type) at a local pharmacy, so that could continue to test her daughter's blood glucose. However, the patient's mother could not recall any results that were obtained at the time of the alleged issue. During troubleshooting the customer care advocate (cca) documented that there was misuse to the subject device since the patient's dog had chewed the subject meter. The patient informed the cca that there was a crack on the bottom left of the subject meter and a dog bite mark on the subject meter's display screen as well as a dog bite mark on the back of the subject meter's casing. Replacement product was sent to the patient. This complaint is being reported as an adverse event because the patient reportedly developed symptoms and required insulin treatment from her parent(s) as a result of not being able to test due to the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2012) - device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter involved with this complaint failed testing. The primary complaint was confirmed. The meter was found to have cracked casing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.